Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-72: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint of e-3 error. During the call on (B)(6) 2019 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call as a result of the meter¿s readings. Blood test performed during the call produced result of e-0 error twice. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/26/2021 and open vial date is 08/01/2019.